Manufacturer narrative:
This follow-up was created to document the updated device information, device received and conclusion of the evaluation. A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1 at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination revealed the surface was rough and irregular, indicating stress was exerted. A separation within abrasion was noted on the exhaust tubing of cylinder 2. Testing revealed this to be a site of leakage. Abrasion was noted on the reservoir inlet tubing, the inlet and both exhaust tubes of the pump and exhaust tube of cylinder 2. Partial separations were noted within abrasion on the longer exhaust tube of the pump. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the reservoir or the pump. Based on examination of the returned product, quality concluded that while in-vivo all pump tubes had overlapped and abraded against each other. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the cylinder 1 exhaust tubing at the exhaust tubing/strain relief junction and the exhaust tube of cylinder 2. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tubing on the left cylinder broke. The inflatable device was explanted and replaced with another inflatable device.